Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) device had a problem and was beeping and the patient was unable to send an automatic transmission. The last communication with the device occurred 74 days prior. A transmission was sent and the mycarelink heart application was reactivated. It was also reported that when the patient was trying to reset the password it kept saying that the password was invalid. The patient was advised to contact the physician's office regarding the audible alert from the implantable cardioverter defibrillator. The crt-d remains in use. No patient complications have been reported as a result of this event. Follow up with the clinic indicated that there were no problems with the device and the device was only toning due to the unsuccessful transmission. The home monitor was reconnected, and the device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that there cardiac resynchronization therapy defibrillator (crt-d) device had a problem and was beeping. The crt-d remains in use. No patient complications have been reported as a result of this event.